Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012601262 was returned and analyzed. Visual inspection of the catheter showed that the capture device appeared to be detached. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170 degree (°) rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. High magnification optical inspection revealed a potential electrode wire detachment from the electrode (e2). Hipot verification for the integrity of electrode wires insulation passed. The electrical continuity test revealed an open loop in electrode (e2). In conclusion, the reported issue (no signal) was reproduceable. The catheter failed return inspection due to capture device detachment and electrode wire detachment from the electrode (e2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, one electrode had no signals. The loop catheter was replaced, without resolution. A second loop catheter exhibited the same issue and was replaced again, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the second catheter was added by mistake and there was no issue associated with it.